Event description:
During use of the device for a non-clinical activity, the user reported the battery only worked intermittently and would not turn on at times. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.